Event description:
Procedure : laparoscopic low anterior resection. According to the reporter: the surgeon found the anvil difficult to attach and the device was not fired. The problem was addressed by opening another eea28 device. When the device was inserted, additional tissue was resected. The surgeon performed purse string suturing. The anastomosis was completed successfully with the new device. Patient status good. There was unanticipated tissue loss, tissue damage and the damage was irreversible. There was no bleeding in excess of 500cc. The case was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).